Event description:
A continuous ambulatory peritoneal dialysis (capd) experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every 72 hrs, for 13 days, route not reported) and amikacin injection (125mg, once daily, for 13 days, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Dianeal 1.5% pd2 therapy was discontinued, dianeal 2.5% pd2 dose was increased and extraneal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 b5: upon follow up, it was reported that both antibiotic treatment were stopped. Should additional relevant information become available, a supplemental report will be submitted.